Event description:
The customer failed to calibrate the axsym rubella igg reagent twice with and error code of 1018 (calibrator a rates too high). The sample probe was replaced one week before the incident. Other methods of troubleshooting did not resolve the issue. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.